Event description:
It was reported the samples taken on PICC line have come back erroneous. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect/invalid.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint was reported as a bd manufactured product. Upon receipt of sample, the product was found to not be manufactured by bd.

Event description:
It was reported the samples taken on PICC line have come back erroneous. No other information was provided.